Event description:
The contact stated the customer had tested her blood glucose and received a reading of 84 mg/dl. She called the paramedics an hr later because she was not feeling well. When paramedics arrived, they tested the customer's glucose at 34 mg/dl with their meter. She was hospitalized for hypoglycemia. The test strips are to be returned for evaluation, and the meter is to be replaced at the contact's insistence. Replacement products will be sent to the customer.